Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 115310, comprehensive reverse shoulder glenosphere std 36mm, 137570 multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07065.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty. During the event, it was reported that the glenosphere did not engage with the baseplate. The baseplate popped off after the surgery; therefore, the surgeon had to immediately perform a revision surgery to replace the dislocated glenosphere and adaptor. No delay was reported. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.